Manufacturer narrative:
D1: corrected brand name. D6b: updated explant date.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during repositioning of an impella 5.5, the catheter segment became buckled, which prevented further advancement of the device. As a result, the impella was reported to be positioned at an inadequate depth and was too shallow. It was reported that the pump continued to operate appropriately despite the positioning limitation. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of writing this report, the patient continues to be supported by impella 5.5.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the catheter buckling was reasonably foreseen misuse of the pump due to the kink found on the returned pump without any noted patient anatomy issues. The cause of the pump being too shallow in the patient was a result of the catheter becoming buckled which prevented further advancement of the pump. The cause of this buckling was user related for reasonably foreseen misuse.

Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway once completed a supplemental will be sent.